Manufacturer narrative:
H.6. Investigation: one unused primary set, model 2420-0500 lot 20123028, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's drip chamber was disconnected from the tubing. The expected drip chamber was not returned. Additionally, the silicon tubing segment was observed to be partially pulled off of the upper fitment. The retainer ring was still in place, securing part of the silicon to the upper fitment. No other defects were observed. The customer's complaint of separation at the juncture between tubing and the top of the stretchy part put in the pump was verified. A device history record review for model 2420-0500 lot number 20123028 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #20123028 regarding item #2420-0500.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing separated from the pump during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "there was another alaris tubing which separated this time at the juncture between tubing and the top of the stretchy part we put in the pump. It happened today, no harm reached the patient due to active recovery efforts by the caregiver; it was not used."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing separated from the pump during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: there was another alaris tubing which separated this time at the juncture between tubing and the top of the stretchy part we put in the pump. It happened today, no harm reached the patient due to active recovery efforts by the caregiver; it was not used.